Manufacturer narrative:
Device component code relates to device problem code for evaluation findings of fiber tip detached. Mfg. Site name- (B)(4). One lighttrail tractip laser fiber was returned for analysis. Visual analysis revealed that the distal tip was fractured. The ball tip was detached and was not returned. The aiming beam was visible at the break location when the fiber was tested with hene laser fixture. The rfid tag could not be read with rfid tag reader software. The condition of the returned device confirms the event. A review and analysis of all available information indicated that the root cause is manufacturing. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail tractip laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was an auriga xl 4007 laser. According to the complainant, during the procedure and outside the patient, the laser unit did not recognize the laser fiber. System error 1107 -fiber identification failed appeared on the screen. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached.